Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. No intervention was performed and the rv lead was pending revision. Patient condition was stable, and the patient would continue to be monitored.